Manufacturer narrative:
During further troubleshooting it was identified pt had self started on the pump and was not trained. Pt since has been trained by a tandem clinical diabetes specialist.

Event description:
Received info stating pt was experiencing high bg's.